Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Information received indicated that no additional information will be made available due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's knee was revised due to peg sheared off of patella. Surgeon revised poly insert as well during surgery.